Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator was unable to be interrogated as the telemetry was inoperable. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The complaints of premature battery depletion and failure to interrogate were not confirmed. The device was tested on the bench and no anomalies were found.

Event description:
New information received states the cardiac defibrillator exhibited premature battery depletion.

Manufacturer narrative:
Correction - device code should have been added in the previous report.